Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours on the leg. Investigation of pod found damage to the cannula.

Manufacturer narrative:
The left and right sides of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The observed cannula damage is confirmed as the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not, align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.